Event description:
Information was received from a user facility via a medtronic representative regarding a screwdriver. It was reported that instrument was broken and cross-locking pin at the distal end of the driver was missing. There was no patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis #705494378: part # 3606195, lot# kh19m022 visual inspection confirmed the pin that holds the sleeve to the shaft is missing. Unable to determine root cause of missing pin. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.